Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the patient had remote control to ipg communication difficulty. The patient will undergo an ipg replacement procedure. No further information could be obtained.